Manufacturer narrative:
This device was not available for evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while monitoring cerebral nirs to ensure bilateral equal circulation to the brain during an acute aorta surgery, one of the two foresight sensors (medwatch #12849) displayed a sudden major fluctuation of nirs values, between 60% and 85% and without manipulating the sensors or cables, once anesthesia was inducted and the patient was put on ecc (extra corporal circulation) and was cooled to 24 degrees to get deep hypothermic cardiac arrest (dhca) needed for this procedure. The sensor had been working correctly and provided stable values for the first 1-2 hours of monitoring before anesthesia. The foresight sensor was replaced for another one unilaterally (medwatch # 12850), but stable values were only obtained if the sensor was slightly compressed against the forehead, even though the patient skin had been cleaned with alcopad before procedure, in compliance with the instructions for use (IFU). After a period of an hour with stable signal, the hemosphere system occasionally blanked out the nirs parameter tile, and gave indication for lower/insufficient signal quality. Then, an elastic partially transparent band was placed in order to apply continued pressure on the sensors and it solved the issue definitely. No further information was available. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
This device was not available for evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while monitoring cerebral nirs to ensure bilateral equal circulation to the brain during an acute aorta surgery, one of the two foresight sensors (medwatch # (B)(4)) displayed a sudden major fluctuation of nirs values, between 60% and 85% and without manipulating the sensors or cables, once anesthesia was inducted and the patient was put on ecc (extra corporal circulation) and was cooled to 24 degrees to get deep hypothermic cardiac arrest (dhca) needed for this procedure. The sensor had been working correctly and provided stable values for the first 1-2 hours of monitoring before anesthesia. The foresight sensor was replaced for another one unilaterally (medwatch # (B)(4)), but stable values were only obtained if the sensor was slightly compressed against the forehead, even though the patient skin had been cleaned with alcopad before procedure, in compliance with the instructions for use (IFU). After a period of an hour with stable signal, the hemosphere system occasionally blanked out the nirs parameter tile, and gave indication for lower/insufficient signal quality. Then, an elastic partially transparent band was placed in order to apply continued pressure on the sensors and it solved the issue definitely. No further information was available. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Further information was provided. Quality signal index indicator displayed yellow and after a while the signal was completely lost, indicating lower/insufficient signal quality. If a machine display bad quality signal index, the clinician is alerted of a potential issue and will trigger the clinician to conduct routine trouble shooting. Therefore, potential for death or serious injury is remote. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.